Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation at the cylinder 1 cylinder bladder/base junction due to delamination. Testing revealed this to be a site of leakage. Abrasion was noted on both exhaust tubes of the pump and exhaust tube of cylinder 2. No functional abnormalities were noted with pump or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may have contributed to sufficient stress(s) to separate the cylinder bladder from the base on cylinder 1. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump would not inflate cylinders.